Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
There was no string on the tampon to remove the tampon. I went to the urgent care to have it removed. [Device issue] I couldn¿t get it out myself and had to go to urgent care to have it removed [foreign body in reproductive tract] case narrative: on 31-may-2023, a spontaneous report was received from a consumer regarding a 48-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as since she had started her period and also since she was 13 years old), the patient started use with playtex sport plastic, unscented. On (B)(6) 2023, the patient inserted the product. On (B)(6) 2023, the patient found there was no string on the tampon to remove the tampon. She could not get it out of herself and had to go to urgent care to have it removed. She never had this happen before. As of (B)(6) 2023, the status of product use was not reported. No additional information was provided.